Event description:
It was reported that during use, there was a rupture. The cardiosave intra-aortic balloon pump (iabp) was used with a non-getinge balloon - tokai medical 40cc. There was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital, japan (B)(6) a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h6(type of investigation, medical device problem code, investigation findings,investigationconclusions), h11. A getinge field service engineer (fse) inspected the unit, and confirmed no evidence of blood infiltration and no equipment malfunction. The unit all functional and safety test in accordance with the factory specifications.

Event description:
N/a.